Manufacturer narrative:
(B)(4). The device was not returned for analysis. A conclusive cause for the reported difficult to insert and blocked lumen could not be determined; however, the treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported via a general comment that the physician has experienced the proglide device not advancing over the guide wire and the lumen felt blocked. The physician is reportedly trained in the use of the proglide device. No additional information was provided.